Event description:
It has been reported to philips that the customer could not do runs on the unit and the unit was partially working. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips has investigated this complaint. According to additional information collected, the system was in clinical use and the issue occurred during a diagnostic procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the customer could not do runs on the unit and the unit was partially working. The review of log file shows that the issue may be due to the system running multiple days without a power cycle and showing malfunction of x-ray generation. The fse will continues monitor the system and suggested to reloading the software for image processing pc. The codes were updated based on the investigation outcome.